Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. In addition, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Tandem technical support instructed the customer to leave the pump plugged into a power source for 30 minutes. The customer's blood glucose was 137 mg/dl. Customer declined further troubleshooting with tandem technical support.